Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant: 4068-45 implantable pacing lead (B)(6) 2000, 6942-65 implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
It was reported that during a routine device replacement the physician felt the lead fracture when attempting to place the pin of the pace/sense portion of the existing right ventricular (rv) lead into the new device. Fracture was confirmed by fluoroscopy and lead impedance was high. Two attempts were made to insert a new replacement lead but the physician was unable to advance the lead through the superior vena cava (svc) into the heart. The physician stated that he believed he had caused a small pneumothorax as a result of a venipuncture and did not want to implant a new system on the right side at the time due to the possibility of hitting the lungon that side as well. The new device and attempted leads were explanted and the existing leads were capped. A new system was subsequently implanted on the right side. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event. No further patient complications have been reported as a result of this event.